Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18437514.

Event description:
It was reported that the patient was experiencing a decrease in pain relief due to lead migration and high impedances. It was noted that the patient had a car accident. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively and explanted leads were discarded.